Event description:
"It was reported that this right atrial (ra) lead potentially exhibited under-sensing and loss of capture (loc). Technical services (ts) reviewed the lead data and noted possible atrial under-sensing and loc associated. No adverse patient effects were reported. This ra lead remains in service." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).